Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Troubleshooting performed on (B)(6) 2013, confirmed a device malfunction. There are plans to explant the device and to reimplant the patient with another device; however, this has not occurred as of the date of this report, (B)(4) 2013. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2013; during the same surgery, the patient was reimplanted with a new device. This report is filed october 17, 2013.

Manufacturer narrative:
(B)(4). This report is filed december 16, 2013.